Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that although the pump was beeping, it was noted to otherwise be unresponsive and stopped all insulin delivery. The customer's blood glucose (bg) level was impacted (373 mg/dl). The customer stated they would address their bg with a backup pump. Reportedly, the customer would utilize the backup pump for insulin therapy and would contact their healthcare provider to obtain manual injections.